Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed in the pcu event log. The pcu event log shows that the user did not program the 20mg/4hr lockout (max limit) during the initial programming at 8:38 pm on (B)(6) 2017. This allowed the patient to receive a pca dose every 6 minutes with no maximum. At 9:49 pm, after 11 requests were delivered, the user entered 20mg/4hr for the max limit. Between 8:39 pm and 9:55 pm, 12 pca dose requests were delivered for a total of 24ml and there were 59 requests not delivered (either due to lockout interval or the infusion not being active at the time of the request). The root cause of the overinfusion was user programming.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pca pump was programmed to infuse 2mg of morphine every 6 minute with a 20mg lockout in 4 hours. However, the pca pump dispensed 24mg in 1 hour and 30 minutes. The patient had been pushing her pain button every 6 minutes. The patient was also receiving 1000ml of maintenance fluid at an unspecified rate. They noted there was no significant harm noted. The patient was alert and oriented, bp was 108/67, hr 71 and oxygen 95% on room air with respirations at 18.